Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The lead became dislodged, which resulted in high impedance, threshold, and sensing issues. The lead was repositioned two days post-implant and the issue was resolved. The patient is stable.